Manufacturer narrative:
Other, other text: b5: additional information received via email on 12-oct-2021 and attached to complaint: no patient involved, issue occur in inhouse testing facility. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso (downstream occlusion sensor). The error was found also in event history log. Replaced the dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump exhibited a constant "cassette not attached" alarm although a cassette was attached.